Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and following the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.